Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; howeve, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt the helix on the right atrial lead would not extend. It was also reported that there was difficulty positioning and fixing the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.